Event description:
It was reported the pt lost the stimulation pattern when he fell and was knocked down from a fight. The pt experienced increased baseline pain. An x-ray was done. The leads and generator were dispatched. It was also reported the therapy did not meet the pt's expectations. The entire system (leads, extensions, and neurostimulator) were explanted and not replaced. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).